Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had over-sensing and high impedance measurements. The superior vena cava (svc) portion of the lead was turned off and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead svc coil observed to be unraveled and externalized. The rv lead was capped and replaced.